Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, after the lens was implanted, it was noticed that the lens was scratched. The iol was explanted during initial procedure and the procedure was completed using unspecified lens. Additional information has been requested, yet no new information received.

Manufacturer narrative:
The lens was returned inside a small plastic blister seal. Solution was dried on the lens. Both haptics were bent in the gusset and distal area. The optic was cut into multiple portions. A large portion of cut optic lens material was not returned for evaluation. The returned cut optic portions had multiple scratches, cracks, and deep scrape marks on the anterior and posterior sides of the lens. The observed damage is typical of removal from the eye during surgery. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The file indicated the use of a qualified cartridge with a non-qualified handpiece and viscoelastic. The reported lens damage was observed. The root cause may be related to a failure to follow the instructions for use (IFU). The handpiece and viscoelastic indicated is not qualified for the lens/cartridge combination used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Use the company cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). Temperature greater than 23° c (73° f). If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause damage. The manufacturer internal reference number is: (B)(4).